Manufacturer narrative:
Device evaluated by MFR? Product evaluation: failure analysis for fiber 0010-2400-723a-1983: the tip is attached to fiber; the fiber tip exhibits no signs of breaks/fractures; the glass cap exhibits moderate devitrification at output window; the fiber is broken within the white tubing at 1 foot and 7.5 inches from knob, between input connector and control knob; the fiber was tested with hene laser fixture, aim beam is visible at the location of break; the outer sheath exhibits no signs of melting. Probable root cause: based on the device analysis, the probable root cause of the failure is: excessive bending.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber broke near where the physician handled the fiber; a red dot (aiming beam) was visible at the break. The fiber was replaced and the procedure completed using a second surgical fiber. All involved in the procedure used ppe (personal protective equipment); there was no patient or staff injury.